Event description:
The sales rep reported on behalf of the customer that the tibial bearing insert did not click down into the baseplate, it did not fit and seemed to be too big. He added that another size 2 insert that was thicker was used and was okay. No adverse consequences reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.